Event description:
It was reported that during the use of the product, air flow sound was heard, but the customer noticed no gas was supplied from it. Also, the airway pressure meter did not work (did not respond). The product was equipped in an ambulance boat. No patient injury.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators parapac plus . The complaint of during the use of product air flow sound was heard but no gas was supplied from it along with airway pressure meter was not working or responding. The report indicated the product was in use while on an ambulance boat. Functional testing was performed by engineers and the device has passed all testing and the complaint could not be established or confirmed. Therefore, no action was taken and no fault found.

Event description:
Investigation completed and summary in h 10.